Event description:
It was reported that the patient had a small bulge at the base of the left inflatable penile prosthesis (ipp) cylinder. A surgical procedure was performed in which the cylinders were removed and replaced. Upon explant a tear was identified on the outer side of both cylinders. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.